Event description:
Intermittent noise can be seen via hmsc recordings. Hmsc also reported the pacing impedance as below 200 ohms. It is recommended to bring the patient in for a full lead evaluation. The lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.